Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had been alarming ¿no disposable, clamp tubing.¿ per reporter, the patient had been instructed to stop and restart the pump, but the pump continued to alarm. No additional troubleshooting was performed. The patient was redirected to the clinic. The rate had been 2.6, the volume 20.4, and the given amount 229.6. The event occurred while in use with a patient at the hospital. No patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.